Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the changeout procedure for the device, it was discovered that the left ventricular lead tip was not capturing through the analyzer. Also, no unipolar impedance measurement was available for the left ventricular tip. The patient had been pacing bipolar through the adaptor. The lead was capped. No patient complications have been reported as a result of this event.